Manufacturer narrative:
It was reported that there were black specks found in tray and inside luer connection on syringe needles. Another tray was opened and used. No injury occurred. Tray and contents not used in patient care. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There were black specks found in tray and inside leur connection on syringe needles.